Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice (hc) during use during fill while refilling the heater. The rn stated that he had taken off the heater bag and replaced it with another solution bag. The technical services representative explained proper procedures and assisted to end therapy. Baxter product surveillance (bps) spoke with another nurse from the same facility on (B)(6) 2012. He stated that the nurse who called in this issue was on vacation, so he did not have further information about the event. He stated that he would speak with the nurse about the alarm and the use error. The nurse did not have information regarding patient outcome as there was no patient identifier provided for this occurrence. Bps is attempting to obtain this information.